Event description:
Clinical study follow up report: unable to wean from bypass. Echo showed dehiscence of valve. Removed and replaced with mechanical valve during initial surgery. Dehiscence of first row of suture created a flap, then obstruction of the valve creating non-structural dysfunction with a high gradient. Device was inadvertently tossed in or.